Event description:
It was reported via repair work order that the power cord sheathing and power prong was damaged. It was also reported that a/c power inlet housing was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.